Manufacturer narrative:
The product was injected into the patient and is not available for return. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. This is a known potential adverse event addressed in the product labeling and risk management file. Injection site reactions, occur the day of or days following the treatment, are localized to the area of injection and may include the following symptoms: lumps, bumps, tenderness/pain, swelling, induration, erythema, bruising. Most injection site reactions will typically resolve within 2 weeks to 30 days. The product was used off-label in the lip region. We cannot rule out that this may have contributed to the reported event. Complaints: (B)(4). CAPA-25002.

Event description:
The healthcare provider reported injecting 0.2cc of evolysse smooth into both sides of the upper lip using the manufacturer provided needle. Immediately following the procedure on (B)(6) 2025, the patient experienced asymmetrical upper lip edema without pain. The capillary refill was normal.